Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple waste bag pressure high alarms occurred during a routine hemodialysis treatment which could not be resolved. The circuit clotted while attempting to troubleshoot the alarms. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Evaluation of the returned cartridge confirmed a leak in the fluid management pathway of the cartridge. The exact cause of the leak is under investigation. The cycler alarmed appropriately. The user's guide states that the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved. Facility staff has been notified and provided additional training regarding the need to rinseback in a timely manner. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.